Event description:
A surgeon reported a pt with an unexpected outcome following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical devices reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported din the lot number. Additional information was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).